Event description:
It was reported that an ilet device¿s screen became unresponsive and black; the user was instructed to place the device on a charger, after which it powered on and functioned, consistent with a temporary device display or power issue. No reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical review and user troubleshooting guidance. Investigation of this case revealed that normal operation resumed after charging, indicating transient power depletion or display freeze. It was concluded that the device performed as expected after user-performed power restoration and that no device failure was confirmed.